Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in moderately tortuous and moderately calcified superficial femoral artery. A 4.0mm x 40mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured and a pinhole on the middle part was noted. The device was removed without any problem and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 7mm from the tip and is approximately 8mm long. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in moderately tortuous and moderately calcified superficial femoral artery. A 4.0mm x 40mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured and a pinhole on the middle part was noted. The device was removed without any problem and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good.